Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that the end of the guidewire is rough, would not advance through the needle. An additional guidewire was needed for access causing a delay in therapy. Complainant states there was no adverse impact on the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged guidewire was confirmed but the root cause could not be determined. The product returned for evaluation was one guidewire. A gross visual inspection of the returned unit found that the guidewire was deformed near the distal end of the guidewire such that the damaged segment had a corrugated appearance. Microscopic inspection of the damaged area was unremarkable. The features observed suggested that resistance during attempted use likely contributed to the damage; however, it could not be determined if any additional factors also contributed. Therefore, the root cause remains unknown.